Event description:
When the gun was applied to the cement in the tube, the tube burst open on both sides. New cemvac was opened and used without any incident.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint description indicated that an empty cemvac vacuum mixing system broke during cement delivery. The complaint description suggests that the syringe barrel may have fractured. The complaint specimen was not received by the investigator, as the specimen had not been decontaminated. Thus a definitive complaint investigation cannot be performed. The cemvac single syringe kit is sold empty. The type of bone cement used was not specified in the complaint. The properties of bone cement can be affected by a number of external factors. For example: (I) the type of bone cement used; (ii) the mixing time used for the cement; (iii) the extrusion time used for the cement; (IV) the quantity of bone cement used; (v) the storage temperature of the cement; (vi) the temperature of the operating theatre; (vii) the use of vacuum mixing systems. The cemvac syringe barrel is injection moulded from bormed rf830mo polypropylene copolymer. This material is relatively tough (6 kj/m2, notched charpy impact strength at 23°c). Additionally, the material has a gamma stabilisation additive. Once the powder and liquid components are mixed, the cement viscosity will increase with time. If the cement is extruded relatively late, the cement viscosity will increase exponentially. If the cement is incorrectly extruded when it is too viscous, fracture of the mixing system may occur. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.